Event description:
It was reported that the patient passed away. The patient presented with pulmonary embolism (pe) and had extreme right heart strain. The patient was to undergo treatment utilizing an ekos+ catheter. Prior to the procedure, the patient was visibly short of breath. Throughout the ekos procedure, the patient had multiple cardiac events of ventricular tachycardia, and unstable blood pressure. The procedure was completed with one ekos+ 106x12 catheter in the right pulmonary artery. There no issues with the ekos+ device. While in transit to the intensive care unit, the patients pulse was lost. The patient was noted to be do not resuscitate (dnr) and ultimately passed away.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.